Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the blood glucose value updated and it was over 600 mg/dl at the time of incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 at 2:30 pm due to a high blood glucose of 550 mg/dl. Blood glucose at the time of the call was 57 mg/dl. The customer experienced symptoms related to high blood glucose such as vomiting, nausea, and dizziness. The customer stated that they treated the high blood glucose with a manual injection. The customer stated the insulin pump had a blank display leading to the high blood glucose. Troubleshooting for high blood glucose was provided but not completed. The insulin pump will not be returned for analysis.